Event description:
It was reported that patient administered anticancer drugs through the drainage lumen and then moved to the ward. Spontaneous removal was confirmed at night. Sterile water was injected again to keep it in place, but spontaneous removal was confirmed again the next morning. After collecting the catheter from the patient, sterile water was injected, but spontaneous drainage could not be confirmed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A review of the device labeling have been conducted for investigation purpose. The IFU is attached on the investigation overview element. The DHR review could not be performed without a lot number. Therefore no additional action required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient administered anticancer drugs through the drainage lumen and then moved to the ward. Spontaneous removal was confirmed at night. Sterile water was injected again to keep it in place, but spontaneous removal was confirmed again the next morning. After collecting the catheter from the patient, sterile water was injected, but spontaneous drainage could not be confirmed.